Event description:
It was reported that lead was explanted and replaced with no additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, sensing integrity counts up to 1999. No episodes or oversensing noted. Noted pvc single and run counter both at 70 per hour. On (B)(6) 2014, rv bipolar lead impedance measured 4047 ohms. Rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and high rate non-sustained episodes and rv lead impedance greater than 3000 ohms.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.